Event description:
A low readings issue was reported with the adc device. A caregiver reported that the customer received a sensor scan that was lower than 2.6 mmol/l and based on the sensor, the customer was provided a glucose shot by their son. The customer had contact with a health professional (hcp) who obtained a glucose result of 25 mmol/l as compared to the sensor scan of 2.1 mmol/l. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. It was further reported that the hcp administered insulin (type/dose unknown) for the treatment and no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kits were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.